Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient observed a puddle of fluid on the cart under the liberty select cycler. Patient was not receiving pd treatment when the fluid was observed. Patient believes this may have occurred more than once because it was difficult to remove the fluid because it was solidified. Patient does not recall any fluid leak events during previous treatments. A specific source of the leak or time in which it occurred is unknown. It was reported that all treatments have been completed with the cycler. Patient did report previously receiving patient line is blocked alarms on unknown dates, however, the alarms were resolved after changing body position. The patient was unable to see fluid in the cycler compartment but could hear fluid in the cycler when he moved it. A replacement cycler was issued and the patient was advised to discontinue use of the cycler and notify their peritoneal dialysis registered nurse (pdrn). The reported cycler was scheduled to be returned to the manufacturer for physical evaluation. Upon follow up, the patient reported that treatment was completed with the cycler prior to observing the puddle. The patient reported that there was no damage observed on the cycler set and there was no fluid leak observed from the solution bag. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available to return for physical evaluation by the manufacturer. The reported cycler has been returned to the manufacturer for physical evaluation. The date of event is unknown, therefore, the event date will be captured as (B)(6) 2020.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment and particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post- accelerated stress test (ast) simulated treatment was initiated and completed without failures. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid under pump a and b mushroom heads and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.